Event description:
It was reported that there was downstream occlusion sensor seal damaged "bc: m263240". There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. It was unknown what the device was sent in for. Per visual inspection, bubbled and damaged dso seal found. Lens also scratched. The complaint was duplicated as the dso seal was damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced dso sensor assembly. Replaced lens, keypad, and labels. Unit passed all functional tests.